Manufacturer narrative:
(B)(4). Info was not provided by the affiliate. Second lot number provided: v4zp9e. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap rectosigmoid procedure, the staples did not close properly; leakage. The surgeon completed the case by hand suturing. There was no reported pt consequence.